Manufacturer narrative:
(B)(4).

Event description:
The customer had issues with failing calibrations for alb2 albumin gen.2. They repeated the calibration which was successful and qc was in range. Later in the day, the qc failed so they pulled 17 patient samples and retested them. Of those, the results for five patient samples were corrected. Sample 1: initial=2.9 g/dl, repeat=3.7 g/dl; sample 2: initial=2.7 g/dl, repeat=3.4 g/dl. This patient was an (B)(6) male born on (B)(6) 1931; sample 3: initial=1.9 g/dl, repeat=2.7 g/dl. This patient was a (B)(6) female born on (B)(6) 1950; sample 4: initial=2.6 g/dl, repeat=3.6 g/dl. This patient was an (B)(6) female born on (B)(6) 1927; sample 5: initial=2.9 g/dl, repeat=3.5 g/dl. This patient was a (B)(6) male born on (B)(6) 1923. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were nursing home patients and the facility was notified. The patients were not adversely affected. The reagent lot number was 15380401 with an expiration date of 09/30/2017. No other assays were affected. The customer refused a service visit. A specific root cause could not be identified. A reagent issue was excluded as the same reagent cassette was used for both the good and bad calibrations, qc, and patient sample testing. In the analyzer alarm trace, there were several alarms concerning the incubator bath water exchange and abnormal aspiration of the sample probe. Based on this, a possible cause of the event could have been a partially clogged sample probe.